Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose/flushed drive support disk. No prime alarm noted during testing. The insulin pump was unable to perform occlusion test due to prime/fill anomaly. The insulin pump had a cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, minor scratches on lcd window and stained end cap sticker.

Event description:
The customer's mother reported via phone call that the customer received a compromised force sensor system alarm. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was partially sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.